Manufacturer narrative:
(B)(4). Physio-control provided the biomed with technical assistance. Physio recommended to replace the batteries since the batteries being used were expired. The biomed reported to physio that the batteries were replaced and there have been no further issues with their device. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself. The customer also reported that while running on a simulator, the device was plugged in and running over 24 hours, when they observed the device power itself off. There was no patient use associated with the reported issue.